Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After making all the cuts during a tka procedure, dr. (B)(46 noticed that many of his cuts on the femur were proud. We moved the femur half a mm proximal and recut, and the cuts were still proud. We moved it up again 1 mm and recut, but the cuts were still proud. The femur trial was not sitting flush to bone. He wanted to use cr pressfit but had to change to a cemented femur and tibia. Dr. (B)(6) believes the cables in the robotic arm may need to be tightened. The robotic arm was not entering the haptics very quickly and efficiently. He had to jiggle the handle for it to get into the haptics. Surgical delay16-30 minutes the patient was under general anesthesia case type: tka.

Manufacturer narrative:
Reported event: an event regarding uniformly proud resections during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 262 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding uniformly proud cuts. There were no other reported events for the listed catalog number. Conclusion: session data from the case was reviewed. Areas of investigation included CT landmarks, implant planning, errors and warnings, array shifts, bone registration, and an in-depth cutting tool location review. The data at this time shows that the mako robotic arm operated as expected. No system defect or malfunction is suspected.

Event description:
After making all the cuts during a tka procedure, dr. (B)(6) noticed that many of his cuts on the femur were proud. We moved the femur half a mm proximal and recut, and the cuts were still proud. We moved it up again 1 mm and recut, but the cuts were still proud. The femur trial was not sitting flush to bone. He wanted to use cr pressfit but had to change to a cemented femur and tibia. Dr. (B)(6) believes the cables in the robotic arm may need to be tightened. The robotic arm was not entering the haptics very quickly and efficiently. He had to jiggle the handle for it to get into the haptics. Surgical delay16-30 minutes the patient was under general anesthesia. Case type: tka.